Manufacturer narrative:
The device evaluation was completed on 3/2/2021. On january 26, 2021, this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was received by the biosense webster failure analysis lab as an extra product under manufacturer reference number (B)(4). Manufacturer reference number (B)(4) was assessed as MDR reportable and was reported under 2029046-2020-01803. An investigation was performed to determine if there was an existing manufacturer reference number for this extra product received. Multiple attempts had been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, since we were unable to determine if there is an existing manufacturer reference number, we made the decision to create a related manufacturer reference number under (B)(4)to analyze the device. During the evaluation, the biosense webster failure analysis lab observed on 2/22/2021 that the hemostatic valve was dislodged inside of the hub. The hemostatic valve separation issue was assessed as MDR reportable. The awareness date for this reportable lab finding is 2/22/2021. A visual inspection was performed to the device and it was found that the hemostatic valve was dislodged inside the hub of the device. The issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. In addition, the device was connected to a carto 3 system and it was possible to visualize the device in the system; no errors appeared. A device history record was performed and no internal actions related to the reported complaint were identified. A hemostatic valve dislodgment was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 1/26/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
On january 26, 2021, this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was received by the biosense webster failure analysis lab as an extra product under manufacturer reference number pc-000797681. Manufacturer reference number pc-000797681 was assessed as MDR reportable and was reported under 2029046-2020-01803. An investigation was performed to determine if there was an existing manufacturer reference number for this extra product received. Multiple attempts had been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, since we were unable to determine if there is an existing manufacturer reference number, we made the decision to create a related manufacturer reference number under pc-(B)(4) to analyze the device. During the evaluation, the biosense webster failure analysis lab observed on 2/22/2021 that the hemostatic valve was dislodged inside of the hub. The hemostatic valve separation issue was assessed as MDR reportable. The awareness date for this reportable lab finding is 2/22/2021.